Event description:
The patient was reportedly experiencing poor performance. It was reported that the electrode array was never fully inserted in the cochlea during initial implant surgery. Surgery was performed to reinsert the electrodes in the cochlea. The patient is being monitored.